Manufacturer narrative:
Additional information would be provided once the investigation has been completed.

Event description:
It was reported that during the case, the machine suddenly comes to half screen.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: problem description (symptom): as per customer, display half screen coming and flickering issue. Action taken at site (diagnosis): during inspection found color bars appearing on the image and image is getting struck so changed the below spare for good working. Final report: observed unit is working fine. Job completed: yes. Part: cable assy optical isolation cable 1688. Probable root cause: cables, hdmi cables, connectors, digital board, main board, transition board, intermittence between transition board and ch connector, camera head (sensor, sensor cable). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the case, the machine suddenly comes to half screen.